Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was having issue with insulin delivery that resulted high blood glucose of 400 mg/dl. It was unknown how the customer treated the high blood glucose. No further details were obtained. Customer wanted their box of infusion set be replaced. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.